Manufacturer narrative:
(B)(4). Additional information received: I met with the surgeons at length yesterday to discuss. They confirmed the following: 1) manual ec60a with ecr60w loaded by tenured scrub tech (has used with this group since released) so well aware of how to properly load device. 2) handed device to dr. (B)(6). This was the final step of procedure. Right kidney completely mobilized. Dr. (B)(6) approximated jaw around the renal hilum. The jaw was completely across. Dr. (B)(6) closed device, held for compression, and fired device. After second stroke plastic to plastic, the device locked out. They could not complete the firing sequence as it's three to completely staple and cut and four to bring knife back. 3) there was no room between the stapler and patient side (vena cava & abdominal aorta). I, the rep was on the phone talking them through as I was at another hospital in another case. 4) they were in no way wanting to open the device without knowing how much of the hilum was stapled and cut. As far as they knew it could be half way. 5) the only way to move forward was to open, place a large clap on patient side, vascular surgeon placed several rows of prolene suture. They then removed clamp. 6) I then instructed them how to remove the device. The device was opened by sliding red button down, full stroke to bring knife back, and pressed back button to open. There were no clips, staples etc in the way of the firing. Did the surgeon mention a floppy handle? We discussed in detail plastic to plastic. They definitely did. In fact I tried showing what would happen and how the lock out could happen and of course my demo fired fine. They did make mention it was "very floppy" after lock out. Additional information requested and received: did the lockout occur on first firing? Yes. What tissue was included in the firing? Renal hilum. During which firing stroke did the lockout occur? First stroke. What troubleshooting steps were taken to remove the device? All. Were the jaws eventually able to be opened? Yes after they opened the patient. Were any clips used in surgical procedure near the renal hilum? No. Was the conversion to open due to issues experienced with the device or were there other contributing factors? Open due to device . If there were other contributing factors, what were they? N/a. What is the current status of the patient? Patient ok.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did the lockout occur on first firing? What tissue was included in the firing? During which firing stroke did the lockout occur? What troubleshooting steps were taken to remove the device? Were the jaws eventually able to be opened? Were any clips used in surgical procedure near the renal hilum? Was the conversion to open due to issues experienced with the device or were there other contributing factors? If there were other contributing factors, what were they? What is the current status of the patient?

Event description:
It was reported that during an laparoscopic radical nephrectomy procedure, firing the device it locked out. Surgeon had to convert from laparoscopic to open. Used another ec60a to transact hilum prior to removing stapler from tissue.

Manufacturer narrative:
(B)(4). Batch # p56329. The ec45a device was received for analysis with no visual non-conformances and with an ecr45w cartridge loaded in the device. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended.